Event description:
It was reported that the surgeon had difficulty aspirating the catheter during a pump replacement. He was only about to aspirate about one drop prior to disconnecting the catheter and only got a couple more drops when he tried again after. It was stated that the surgeon felt that the catheter was cleared, so they were going to prime the entire catheter and pump tubing as normal. It was noted that the reporter felt that the fluid wasn¿t flowing back as it should. On the following day, it was reported that there was an inability to aspirate a milliliter through the catheter access port (cap). The catheter was disconnected and they withdrew from the pump connector. The surgeon was confident that he withdrew more than a milliliter. There were no symptoms associated with the event and the patient was doing fine at the time of report and had been discharged. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, lot# l55562, implanted: (B)(6) 1998, product type: catheter. (B)(4).